Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during an infusion of propofol and fentanyl, the pump module alarmed for ¿channel error¿ and the infusions stopped. There was no preceding event. The device was replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed and both iui connectors and the upper pressure sensor were replaced and function check-in with alaris system maintenance was completed.